Event description:
The manufacturer representative reported, the catheter was torn. The infusion pump was replaced due to the patient's spasticity remaining after the drug dose was increased.

Manufacturer narrative:
.